Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the upper back label was missing. Review of the event history log showed the pump had an occurrence of error code 1870. The investigation found that the pump displayed error code 1870 on power-up. No loose or damaged wires were found on inspection of the motor. Based on evidence and investigation, the complaint allegation was confirmed; however, the problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited last error code 1870. No adverse effects were reported.

Manufacturer narrative:
Information was received indicating that the event occurred during testing and no patient was involved.